Event description:
It was reported that, on an unknown date, a plum 360 emptied a total parental nutrition (tpn) bag early. The pump shows a reading of 600-645 ml infused but the bag of tpn was already empty. The infusion started with 1000 ml. Tpn on the primary line, lipids infusing on the secondary line. The bags were empty when the issue was noted. When asked how much fluid was expected to be left when the issue was noted, the response was, at least 50 ml as there is 50 ml of overfill in each tpn. The issue was resolved when another pump was used. The device was updated with new software and she does not know if the update has something to do with this error. There was patient involvement but no medical intervention.

Manufacturer narrative:
The device was received for further investigation; testing is pending.

Manufacturer narrative:
The device was received for evaluation and passed visual inspection; there was no evidence of physical damage or contamination. The event alarm log was downloaded and reviewed. The device passed all pvt tests most notably the volume accuracy test results are 20.18 ml. Volume accuracy of 99.11 %. Programmed perceived customer protocol of rate = 200 per tsm and vtbi of 1000 ml (customer reported amount). The saline bag has approximately 1,300 ml of fluid in it when the test started. Results of the perceived protocol are volume infused = 1,006.25 ml. Volume accuracy of 99.38 %. Could not confirm customer¿s complaint of the device performing an inaccurate over delivery. A probable cause was not found.